Event description:
At the time of extubation the small guage wire that is usually within the et tube was found to be protruding through to the outside. Upon exam of the pt's mouth and upper airway there was no apparent injury.